Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with patient identifiers for the following systems: cpla-0001054547/ (B)(6) ¿ aviva plus - system 1, serial number ¿ unknown cpla-0001050765/ (B)(6) ¿ aviva - system 2, serial number ¿ (B)(4)

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 110 mg/dl on aviva plus meter (system 1), and 395 mg/dl on aviva meter (system 2), and customer allegedly received the following results, with two different meters, within 10 minutes: 115 mg/dl on aviva plus meter (system 1), and 375 mg/dl on aviva meter (system 2). The customer was using the same vial of strips (495994) with both meters. No serious injury reported. Requested return of suspect device for evaluation and replacement was sent.